Event description:
During mca recancalization procedure, mirocatheter (subject device) was delivered to target legion. When delivering stent, it was found that the microcatheter was kinked and broken and the stent could not be delivered. The microcatheter and stent were replaced and the procedure was completely successfully. There were no clinical consequences reported to the patient

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that the catheter shaft was kinked/bent near the hub and the shaft was flat/crushed. Functional testing was not performed due to the condition of the returned device. Based on the analysis, catheter shaft broken not confirmed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the investigation results and available information, it is possible that the damage noted is indicative of excessive force. It was confirmed during analysis that the catheter was not broken/fractured and therefore an assignable cause of not confirmed will be assigned to the as reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
Subject device is not available.

Event description:
During mca recancalization procedure, mirocatheter (subject device) was delivered to target legion. When delivering stent, it was found that the microcatheter was kinked and broken and the stent could not be delivered. The microcatheter and stent were replaced and the procedure was completely successfully. There were no clinical consequences reported to the patient.